Event description:
It was reported the right ventricular (rv) lead exhibited rising thresholds and undersensing. The rv lead remains in use and will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224drg ICD 2011-(B)(6).